Manufacturer narrative:
Investigation findings. The drill was received for evaluation and the reported problem was verified. Further investigation found pieces of metal from the collet bearing inside the handpiece. The customer was contacted regarding care, cleaning, sterilization and maintenance of this product. Conmed linvatec will continue to monitor this product for failures.

Event description:
It was reported that during use of this drill in oral surgery, the device heated up at the end nearest to the pt. The heat was felt by the surgeon and the handpiece was switched out for another drill. The surgery was completed as intended and there was no injury associated with this event.